Manufacturer narrative:
Block b3: exact date unknown, event occurred start of (B)(6) 2022.

Event description:
It was reported that the patient had to charge the ipg often for longer periods of time following a non-device related surgery. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.